Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an episode of noise noted on the right ventricular (rv) lead. No intervention has taken place at this time and the patient was stable and will continue to be monitored.